Event description:
During cholecystectomy procedure, surgeon requested to use maryland ligasure lf1937. After device was opened and plugged in, an error message appeared on the screen that the device was non-functional. A second device was retrieved and used. There was no harm to the patient.